Event description:
At the initiation of dialysis during the phlebotomy procedure, massive blood is noted to exit into the dialysate. Immediately upon blood entering the arterial reader, four "blood leak" incidents in a one month period are abnormal. Each incident resulted in pt blood loss of approx 50-90 cc.